Manufacturer narrative:
Citation: harmel,e k et al. Structural valve deterioration of a subcoronary implanted stentless bioprosthesis: how to treat? Ann thorac surg. 2017 jul;104(1):e53-e55. Doi: 10.1016/j.athoracsur.2017.01.109. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with severe aortic stenosis who underwent implant of a 25-mm medtronic freestyle stentless bioprosthesis (serial number not provided). Fifteen years later, the patient presented as severely symptomatic. Echocardiography revealed advanced structural valve deterioration with severe aortic regurgitation. Owing to a significantly increased operative risk, the patient was allocated to a valve-in-valve procedure by consent of the interdisciplinary heart team. A 23-mm medtronic corevalve evolut r transcatheter heart valve was then introduced into the deteriorated surgical bioprosthesis. After anchoring and partial valve deployment, the patient experienced an acute onset of angina, followed by hemodynamic deterioration due to obstruction of the left main coronary ostium. Prompt re-sheathing and retrieval of the valve quickly restored hemodynamics and relieved symptoms. The procedure was then aborted and the patient transferred to the intensive care unit. Three days later, in a redo sternotomy, visual inspection confirmed a severely deteriorated stentless bioprosthesis with a large coaptation defect, resulting in severe aortic regurgitation. The cusps of the surgical bioprosthesis were resected, and a non-medtronic sutureless low-profile surgical xenograft was successfully implanted. The patient was discharged home after an uneventful postoperative course. No additional adverse patient effects or product performance issues were reported.